Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, a knot formed on the loop catheter. The loop catheter was replaced, which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012666003 was returned and analyzed. Visual inspection was performed and the catheter arrived with several visible defects. The spiral array was extended upon receipt and could not be retracted. The nitinol ball was dislodged from the dual lumen, and the spiral array had exposed electrode wires. The array was also received in a knotted condition. Furthermore, the slide function was stuck, although the shape of the capture device appeared unremarkable, showing no atypical features. The catheter was connected to a test catheter interface cable (cic) without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector.¿ the slide control function was stiff despite softening of the guidewire lumen using disinfectant to dilute potential dried blood. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. However, the slide control mechanism was stiff, limiting its full range of motion. No kinks were observed on the spiral array guidewire lumen portion. The catheter was reprogrammed before connection to the generator via a test cic, and therapy deliveries were successfully performed. Electrical continuity revealed intact electrode wires without any detachment or breakage. In conclusion, the reported knotted array issue was confirmed during t esting and the loop catheter failed the returned product inspection due to a knotted array, a dislodged nitinol ball, and exposed electrode wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.